Manufacturer narrative:
The insulin pump passed operating currents, off no power, selftest and unexpected restart error test. Compromised force sensor system alarm during prime test at 2.5 lbs due to faulty force sensor resistor. No cosmetic damage was noted.

Manufacturer narrative:
Findings: unit passed operating currents, off no power, self test and error test. Alarm during prime test at 2.5 pounds due to faulty sensor glucose meter.no cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 180mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.